Event description:
Bodyguard microset with filter tubing, ref# (B)(4), lot: 12399124, exp. 09/2020, appeared to have excess moisture within the packaging of 2 tubing sets on (B)(6) 2016. Moisture within packaging is dissipated on (B)(6) 2016. The product is not compounded.